Event description:
Information was received from a patient who was implanted with a neurostimulator for other upper quadrant sites. It was reported that they had a battery removed because the spinal cord stimulation had not helped at all. The patient reported that "they should not have gone bad that fast." These issues began occurring at implant, (B)(6) 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.